Manufacturer narrative:
Per the cartridge instructions for use: always carefully read and follow the instructions provided with your insulin. Follow time and temperature limits for stability of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350-360 mg/dl and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support (cts) and pump date was found to be incorrect; cause was not known. Cts assisted customer with correcting the date. Customer also reported to have used insulin from an old cartridge.